Event description:
The customer reported approximately ten (10) milliliters of blood and diluent leaked on the counter involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted; results were not generated. There was no patient injury associated with this event. The customer indicated the facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the needle and rinse cup were not draining. The fse observed a broken pinch valve at vl53 and replaced the pinch valve to resolve the fluid leak issue. In addition, the fse replaced the actuator and tubing per beckman coulter schematics. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to pinch valve, vl53. (B)(4).